Event description:
It was reported that prior to implant it was difficult to retract and extend the helix. The lead was not implanted.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.